Event description:
Pt cut leg on the table's step front while exiting the table.

Manufacturer narrative:
Photographs of the table's step indicated that the step front was somehow broken. Parts of the broken plastic step were protruding out the front in such a way that when the pt's leg came into contact with it, they were cut. The facility has since replaced the step front. The facility was unable to provide us with the product's serial number. The model of the table involved has not been mfg since 2005.